Event description:
The suspect meter showed variation in test results when compared to the lab. The results provided were as follows: inration was 5.3, 2.8, and 5.5. Lab results were 3.8, 2.1, and 3.7 respectively. Additional corelation testing to be performed on a new strip lot. Further evaluation to be performed on a new striplot. Further evaluation to be performed.